Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that a sling procedure was performed. A few hours post operatively, a bladder perforation was detected. The tape was removed.